Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed manual prime test per des 8653 and dqtp 6117 section 13.2.3.2.2 using a new lab reservoir along with a 5xx pump. The infusion set failed per specification due to the infusion set being found occluded at the tubing quick release connection and septum side. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm while trying to prime his infusion set. Customer's blood glucose was 136 mg/dl. Customer stated that he had removed the reservoir and tried to push the plunger but the plunger would not push. Customer stated that he recently replaced his pump for this issue and it is happening again. Customer suspects the issue is his supplies. Customer stated that the insulin did not exit. Customer changed the infusion set and used the current reservoir. Customer stated that the insulin did exit the tubing. Customer was advised to return the infusion set.